Event description:
It was reported that during a post-op follow-up visit, x-rays taken in 2008 revealed 2 of the 8 implanted setscrews had backed out of the screws. The pt has no symptoms. The pt underwent a revision surgery to remove the rods and setscrews. No pt complications were reported.

Manufacturer narrative:
Eight setscrews were returned to medtronic for evaluation as well as one post-op lateral x-ray. Visual examination of the returned implants found that a few of the setscrews reveal markings that may indicate the rod may not have been fully seated. X-ray examination confirmed the setscrews backed out at the most cephalad level.